Manufacturer narrative:
The insulin pump received with a complete broken reservoir tube lip also, unable to performed basic occlusion and occlusion test due to broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted. However, the insulin pump passed displacement, prime, current test, self-test and excessive no delivery test noted. The insulin pump had cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads and missing reservoir tube o-ring.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's pump was damaged around the reservoir compartment. It was reported that the customer's blood glucose levels were high. It was reported that insulin flow was not accurate due to reservoir slides out of the compartment. It was reported that the pump would be replaced. The customer's blood glucose level was reported to be 96mg/dl. No further information provided.